Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the elective replacement indicator (eri) message was triggered. I turn, the ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.